Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor and the potted trigger. The safety bar and the reverse trigger were worn.

Event description:
While testing the tps universal driver during routine servicing, the reverse trigger is engaging with the safety bar locked. There was no patient involvement and no adverse consequences associated with this event.